Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) on both right atrial (ra) and right ventricular (rv) lead channels. Technical services (ts) examined the presenting electrogram (egm) and verified possible loc as well as higher rv threshold outputs at 2.9v. As troubleshooting, ts suggested threshold testing with a programmer and device reprogramming. It was noted that reprogramming of threshold outputs was performed in clinic. This patient was not dependent on ra pacing. Both ra and rv leads were non-boston scientific products. No adverse patient effects were reported. Currently, this pacemaker remains in service.